Event description:
Hilips received a complaint on the tempus pro indicating the device display was not responding to touch screen. No impact to patient as this issue was discovered at the repair bench.

Manufacturer narrative:
Updated evaluation result code, component code and conclusion code.